Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 1/29/2012 with the following findings: the bolus button was found to be intermittently responding. The button was removed and contamination was observed on the button. Unrelated to the event the battery compartment was found to leak and moisture and contamination were observed inside the compartment. The battery compartment and cap threads were found to be stripped.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the bolus button was found to be intermittently responding. This report is being made based on the evaluation results.